Event description:
It was reported that the pulse generator had premature battery depletion. The doctor elected to replace the entire subcutaneous system with a transvenous system. During the explant procedure, the electrode was difficult to remove. The electrode was firmly attached under the parasternal, so it could not be removed by manual traction. The doctor used a sheath to successfully explant the electrode. A transvenous system was successfully implanted. There were no additional adverse patient effects.